Event description:
Medela free style breast pump. Upon the 5th day of proper use, I developed open wounds/tears on my areolas/nipple area. Pump has drastically decreased my milk supply, a 15 min pumping session gets me less than 1 ounce of milk per side, again with proper use of the pump, using it every 3 hours or so, to increase my supply, only for it to cause me severe pain and diminished my milk supply. Can no longer breastfeed or pump. Am extremely disappointed that I can no longer provide what my baby needs. Used another brand of pump prior to buying the extremely priced medela freestyle and had no problems whatsoever. Am going to seek medical attention tomorrow. Dates of use: (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: pump milk for my baby.